Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, clip had difficulty detaching from the clip delivery system (cds) mandrel. Grippers were cycled three rounds, slightly pulled the system back, forward and rotated guide slightly septal/lateral and the clip successfully detached. All steps were performed as per IFU. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported.